Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology is unk. It was reported that the patient presented emergently in a poor state of health with a ruptured aneurysm. The physician elected to place a bifurcated stent graft and its components, which was successful. The patient was sent to recovery and was reported to be in stable condition. It was reported later that day, the patient expired.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). Patient's condition affected effectiveness of device (patient had a ruptured aneurysm prior to graft placement). Incorrect technique/procedure (treatment of an aneurysm that ruptured prior to endovascular treatment). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (patient had a ruptured aneurysm prior to graft placement). Device failure related to user handling (treatment of an aneurysm that ruptured prior to endovascular treatment).